Event description:
Per the clinic, the patient experienced dizziness, headache and pain at around the ear. It was also reported that the patient had previously undergone a canal wall down mastoidectomy prior to implantation so does not prefer closed fascia and cartilage placed over the promontory to cover the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.